Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and confirmed that the panel had detached. While onsite, the technician spoke to user facility personnel who stated that as the employee was unloading an instrument on the top of the rack contacted the panel causing it to detach and the reported event to occur. The last preventive maintenance was completed by steris on (B)(6) 2020 and no issues with the panel were noted. The technician reinstalled the top panel, tested the unit, confirmed it to be operating properly, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that the top panel on their reliance synergy washer/disinfector fell off and contacted an employee's hand as they were unloading the washer. No medical treatment was sought or administered.